Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect amount of carbohydrates when requesting and delivering a bolus. Subsequently, the customer's blood glucose (bg) level lowered to 47 mg/dl. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.